Event description:
It was reported that the patient had been to the hospital twice due to extreme pain on the back and side hip that radiated to the groin and the right leg. It was also noted that the patient had leg weakness, inadequate pain relief and stimulation in non-target areas. Program optimization was done and the patient was administered with pain medications.